Event description:
It was reported that, this unknown old right ventricular (rv) lead exhibited high pacing impedance, high pacing threshold and low r wave in bipolar sensing. It is suspected that there could be a lead impairment. The technical services (ts) recommended to reprogrammed to unipolar configuration closely monitor lead. This rv lead remains in service. No adverse patient effects were reported.